Event description:
High rv (right ventricular) threshold x 3 days; lead trends show gradual rise in rv threshold, and rv bipolar impedances beginning around early (B)(6) 2023. Rv bipolar impedance increased from 500 to the low 1400 ohms. Rv capture threshold increased from 0.875 v@ 0.4 ms to 2.5 mv with rv lead going to high output. Rv unipolar impedance trends are stable as are rv unipolar capture. Rv sensing was 10.6 mv in unipolar vs 4 mv in bipolar. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).